Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was noted. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: 1.grasping thick and hard tissue at distal end of the grasping portion while activating output in seal & cut mode. The probe and the tissue pad came into contact at the proximal side of the grasping portion, causing the tissue pad to wear out. 2.since the tissue pad was worn out, the non-insulated area of the grasping section was contacting the probe. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the thunderbeat's jaw insulation was severely worn. There were no reports of patient involvement.